Event description:
Constvac would not maintain the apprpriate suction and required the exchange of a container during the patient's recovery period.====================== health professional's impression======================staff are suspecting repeat battery failure.